Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the reported condition of es - half height drawer smells like it's on fire was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer was replaced at the customers request, and the individual involved did not witness the issue firsthand. Upon evaluation, it was determined that the solenoid located at position 2.2 was seized, which caused the drawer malfunction. The field service engineer performed a drawer replacement to resolve the issue, and the system was observed to function as intended after the repair. During dchu visual inspection: pn 138886-01: the unit was received in good condition, with no signs of physical damage, evidence of fluid ingress, loose components, or other visible anomalies were detected during visual inspection. During dchu testing: pn 138886-01: testing was performed on an esd protected surface; the drawer was manually cycled, and a seized hard stop at position 2.2 was identified, stopping further testing. Due to a reported burning odor, the unit was opened from the back panel, where no visual anomalies were found but a burnt odor was present; the solenoid measured 0.2 ? (Out of specification) and, upon removal, showed discoloration consistent with overheating damage. No further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - hh drawer smells like it's on fire was identified as a faulty solenoid which exhibited thermal damage in the coil, leading to a loss of power and consequently, preventing proper drawer operation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a half-height drawer smelled like it was on fire. As per part investigation, it was determined that faulty solenoid which exhibited thermal damage in the coil, leading to a loss of power. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a seized solenoid at position 2.2, which led to drawer malfunction. A field service engineer replaced the drawer to resolve the issue, although full testing could not be completed due to customer time constraints. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a half-height drawer smelled like it was on fire. However, there were no delays or adverse events or injuries reported based on this event.